Manufacturer narrative:
The reported complaint was confirmed. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heater cooler unit stopped working on the b-side and gave an "e0d" error code. The device was not changed out, as they switched tubing to a-side and continued case no harm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per email from the field service representative (fsr), the unit is also having heating/cooling problems. The valve is intermittently sticking and needs to be replaced. The customer only uses one side for cases not both. The fsr was able to verify the reported issue. The fsr found the b-side mix valve assembly was failing intermittently to close and open during the heating and cooling processes. The fsr advised the customer to only use the a-side until the b-side valve can be replaced. The fsr completed preventive maintenance (pm) on the a-side only. The unit operated to MFR specs and was returned to clinical use. Valves may not be available until september 2015, therefore the unit cannot be repaired until then. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.